Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient just started seeing the por (power-on-reset) message today. It was noted that they were just on a cruise and went ¿around the metal detectors, even at the airport;¿ they just showed them their ID card and didn't actually pass through the metal detector. No falls or trauma were reported and the reason for the por code was unclear. It was recommended that they follow up with their healthcare provider. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of the event, this field should be both adverse event and product problem and not only product problem as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2019-04-05 10:41:38 cst pli# 10. Product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were on a ship for about 3 weeks and never turned the stimulation off when they passed through security. They stated that this had occurred in ¿(B)(6) 2018¿. The patient had a gradual return of symptoms and when they went to the doctor, they found that the "programmer was deprogrammed by its self". The doctor then had to reprogram the reprogrammer. There were no further complications reported or anticipated.